Event description:
The customer reportedly rec'd the following results on the accu-chek aviva system within 10 minutes: 239 mg/dl, 124 mg/dl and 128 mg/dl. The customer states that he has psoriasis and he does not wash his hands before testing. No reported action taken. No adverse event reported. New system sent to customer and return requested.